Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the perfusionist reported that the central control monitor (ccm) freezes during power up. The user facility's biomedical engineer cycled the unit which fixed the issue at that time. The device was not changed out as the ccm was then used for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.